Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse manager reported to integra that on (B)(6) 2018, an ins8401 accudrain was set up on a (B)(6) female patient in the surgical intensive care unit (ICU). The patient was in the room the whole night and was not transported anywhere. It was then reported that when the nurse gave am report, the accudrain was broken at the connection between the burette and the stopcock that the drainage was connected. There was no patient injury, medical intervention required or surgery delay reported due to product problem. Additional information has been requested.

Manufacturer narrative:
The product returned by the customer for evaluation was catalog sp0213 accudrain with an extra foot of patient line ((original complaint information reported catalog ins-8401).

Manufacturer narrative:
The device was returned for evaluation. The device was not in its original package; thus, condition of external package (e.g., dispenser box) could not be evaluated for evidence of shipping/handling damage. It was observed that the large bore stopcock at the bottom of the burette was completely broken-off through visual inspection. Also, it had some flexible adhesive film holding the two (2) pieces together. To conclude, no unusual event related to the reported failure was noticed during the records view of this lot and no other complaint related to this condition have been received for the reported lot. There are procedural controls in place during assembly, such as inspections and tests performed during manufacturing operations, to detect and prevent this kind of defect. The way this stopcock is broken (snapped in two), it would have been detected during assembly, inspections, and tests performed during manufacturing operations. The device history record showed no anomaly was observed that could be related to the reported condition. The device was in use when breakage occurred under unknown circumstances; therefore, the cause of breakage is undetermined.